Event description:
The surgical blade broke during use and fell into the surgical site.

Manufacturer narrative:
During an orthopedic procedure, the surgical blade broke and fell into the surgical site. An x-ray was performed and the piece was successfully retrieved. No pt injury resulted. The sample was not returned for evaluation. The surgical blade is a bard-parker carbon rib-back blade and is a component in a customer surgical pack. (B)(4) owns this line of surgical blades. They have been notified of this incident in order that they may conduct an investigation and determine the need for any corrective action.